Event description:
Additional information was received which indicated the rv lead was fractured near the device pocket due to clavicle rib entrapment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and high out of range pacing impedances, measuring greater than 2000 ohms. An x-ray was performed which indicated the rv lead was fractured. Subsequently, a revision procedure was performed, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.